Event description:
It was reported that the device randomly when they pass the test, it fails synchronization. There was no report of patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.